Event description:
It was reported that restenosis occurred. On (B)(6) 2020, the subject presented with stable angina. Prior to the target lesion treatment, a non-target lesion located at the mid right coronary artery (rca) was treated with balloon angioplasty using a 3.50 mm x 15 mm non-boston scientific (non-bsc) balloon, followed by a 3.50 mm x 38 mm synergy stent. The target lesion was located at the right posterior descending artery (r-pda) with 90% stenosis and was 10 mm long lesion with reference vessel diameter of 2 mm. The target lesion was predilated with a 2.00 mm x 15 mm balloon. Following pre-dilation, the target lesion was treated with a 2.00 mm x 20 mm balloon, resulting in 25% residual stenosis and timi flow 3. Post dilation was not performed. The subject was discharged on angiotensin ii receptor antagonists, aspirin and clopidogrel. On (B)(6) 2024, the subject presented to the hospital with the complaints of chest pain on exertion. At the time of event the subject was on aspirin and prasugrel, which was continued. Coronary angiography revealed 90% in-stent restenosis (isr) at the mid rca and the subject was recommended for revascularization on a later date. On (B)(6) 2024, the subject presented to the hospital with the ongoing symptoms of chest pain and was diagnosed with stable angina pectoris. On the same day, subject was hospitalized for further evaluation and treatment. On (B)(6) 2024, the 90% isr at the mid rca was treated with a 3 mm x 20 mm non-boston scientific drug coated balloon. Post revascularization, the residual stenosis was noted as 25% and timi flow was 3. The event was considered to be resolved/recovered and the subject was discharged from the hospital on dapt. It was further reported that on (B)(6) 2020, a dissection of grade a was noted following implantation of a 3.50 mm x 38 mm synergy stent, however, additional intervention was not required. On (B)(6) 2024, the subject was noted with angina pectoris and medication was given to treat the event.

Event description:
Agent japan sv. It was reported that restenosis occurred. On (B)(6) 2020, the subject presented with stable angina. Prior to the target lesion treatment, a non-target lesion located at the mid right coronary artery (rca) was treated with balloon angioplasty using a 3.50 mm x 15 mm non-boston scientific (non-bsc) balloon, followed by a 3.50 mm x 38 mm synergy stent. The target lesion was located at the right posterior descending artery (r-pda) with 90% stenosis and was 10 mm long lesion with reference vessel diameter of 2 mm. The target lesion was predilated with a 2.00 mm x 15 mm balloon. Following pre-dilation, the target lesion was treated with a 2.00 mm x 20 mm balloon, resulting in 25% residual stenosis and timi flow 3. Post dilation was not performed. The subject was discharged on angiotensin ii receptor antagonists, aspirin and clopidogrel. On (B)(6) 2024, the subject presented to the hospital with the complaints of chest pain on exertion. At the time of event the subject was on aspirin and prasugrel, which was continued. Coronary angiography revealed 90% in-stent restenosis (isr) at the mid rca and the subject was recommended for revascularization on a later date. On (B)(6) 2024, the subject presented to the hospital with the ongoing symptoms of chest pain and was diagnosed with stable angina pectoris. On the same day, subject was hospitalized for further evaluation and treatment. On (B)(6) 2024, the 90% isr at the mid rca was treated with a 3 mm x 20 mm non-boston scientific drug coated balloon. Post revascularization, the residual stenosis was noted as 25% and timi flow was 3. The event was considered to be resolved/recovered and the subject was discharged from the hospital on dapt.